Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that she had a high drain volume of 4572ml which caused her to feel discomfort. The reported large drain of 4527ml was 229% over the expected drain volume which resulted in a reportable device malfunction. During follow-up with that patient¿s nurse she stated the patient¿s alleged discomfort feeling had been resolved and the patient continued to use the cycler for their dialysis treatment. The patient did not require any medical intervention.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined externally and no defects were found. The cycler was visually examined internally and there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid could not be determined. Functional testing was performed and passed all tests. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.